Manufacturer narrative:
(B)(4). Event evaluation: a review of the complaint history, device history record, drawings, instructions for use (IFU), manufacturing instructions (mi), quality control, specifications, and trends, along with a functional test and a visual examination of the returned device was conducted during the investigation. The manufacturing records were reviewed, and nothing of note was observed. There is no evidence to suggest the product was not manufactured to current specifications. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included hemostatic valve leakage testing. The IFU includes the appropriate instructions for use, contraindications, warnings and precautions for use of this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." The returned device was evaluated and it was determined that the captor iris valve was functional. There were no tears in the webbing of the silicone discs. The valve was leak tested with a syringe and tap water. The valve did not leak with a dilator through the valve. There was no leakage without a dilator through the valve. It is unclear why the failure reported in the field could not be replicated in the lab. The complaint will be confirmed based on customer testimony only. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
During an evar procedure, the zenith flex aaa endovascular graft bifurcated main body had been deployed. While the user was getting ready to thread something through the sheath, blood was noted to be spraying from the sheath. The sheath was replaced with another cook sheath to complete the procedure. The patient's blood loss was very minimal. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During an evar procedure, the zenith flex aaa endovascular graft bifurcated main body had been deployed. While the user was getting ready to thread something through the sheath, blood was noted to be spraying from the sheath. The sheath was replaced with another cook sheath to complete the procedure. The pt's blood loss was very minimal. The pt did not require any additional procedures nor experience any adverse effects due to this occurrence.